Manufacturer narrative:
Continuation of d10: product ID: 8578, serial# (B)(6), implanted: (B)(6) 2010, explanted: (B)(6) 2021, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8578, serial/lot# (B)(6), ubd 2012-03-31, UDI# (B)(4). H3: the pump and sutureless catheter connector were returned for analysis. Interrogation of the pump upon receipt indicated that the pump was delivering morphine (20.0 mg/ml at 15.004 mg/day) and bupivacaine (2.3 mg/ml at 1.7254 mg/day). Analysis of the pump found ¿motor gear train anomaly ¿ corrosion and/or wear and/or lubrication¿ and ¿motor gear train anomaly ¿ stall due to shaft/bearing¿. Analysis of the sutureless connector found ¿sutureless connector ¿ coring/tears/cuts in seal ¿ leaks¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep0 regarding a patient with an implantable infusion pump on an unknown drug for non malignant pain. It was reported that the hcp called to asked if the critical alarm means that therapy has discontinued. Technical services reviewed with hcp that if a patient hears a critical alarm that means they are not receiving medication. The hcp stated that the patient told her this morning that his pump began critically alarming "early this morning and it sounds like an english ambulance." The hcp stated when patient was in clinic in (B)(6) it read that he had 9 months till eri however he is "above 1 ml a day." Hcp stated patient was suppose to come into clinic on (B)(6) or (B)(6) for a refill but stated she is going to have him come into clinic today (B)(6) 2021 to read his pump logs to see why it is alarming. Hcp had no further information. It was mentioned that hcp stated that patient's pump stalled: first stall (B)(6), intermittent stalling maybe (B)(6). And another stall middle may. First stall duration 12 hours and second 18 hours stall. Hcp wanted the code to shut the pump off and patient did mentioned having some symptoms when the stalls occurred. Hcp confirmed no MRI,emi or magnets. Hcp wanted to shut the pump off and got the ok from the follow up hcp. Technical services provided code to shut the pump off. A810 , code 3538 . Hcp mentioned they wanted to shut the pump off and give the patient oral meds.

Event description:
Additional information was received from the healthcare provider (hcp). The cause of the critical alarm was provided as a motor stall on (B)(6) 2021. There were other stalls noted on (B)(6) 2021 and (B)(6) 2021, with recovery. The patient experienced an increase in pain, nausea, vomiting, chills and weakness. The device was turned off. The patient was currently awaiting replacement surgery. The patient was waiting on medical clearance from cardiology.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.